Manufacturer narrative:
(B)(4). Investigation summary: the potential event catheter could not be identified and was therefore not returned for evaluation. Evaluation of an unopened and unused device from the same lot and carton indicated no device malfunction or manufacturing nonconformity. The root cause of the infection could not be determined. The user reported following the directions for use but did identify that the catheter system was new for them, and they had some difficulty using the system. Manufacturer is unable to confirm that the catheter caused or contributed to the event. Patient has a history of urinary tract infection and vesicoureteral reflux. Manufacturer has reviewed the device history records, quality inspection data and complaint history for the device. Review of the final inspection report and DHR for this lot indicates no anomalies that would contribute to this event. This document represents our initial and final report.

Event description:
Patient's caregiver reported difficulty using different catheter system and technique. Patient was admitted to the hospital due to staph infection in his blood and urine. Patient was treated with IV antibiotics and was soon released from hospital. The cause and onset of the infection is unknown.